Manufacturer narrative:
(B)(4). It was reported that the philips monitoring equipment provided a spo2 measurement of 100%, which was an incorrect high measurement. Spo2 was subsequently measured using a third party pulse oximeter, and the spo2 measurement provided was 75%. It was also reported that oxygen was provided to the patient. Based on the limited available information, this issue is being considered to be device/product malfunction, and that there was a potential patient injury. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
It was reported that the philips monitoring equipment provided a spo2 measurement of 100%, which was an incorrect high measurement.